Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition in situ measurements whilst implanted showed an increases ground path impedance likely due to bone growth above the reference electrode contacts. Further a complete insertion was not achieved at implantation with two channels remaining extra-cochlear. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported that he has been hearing a rattling noise while driving for the past 3 months. The user still has speech understanding and it was reported that there was no significant change in hearing benefit. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that he has been hearing a rattling noise while driving for the past 3 months. The user still has speech understanding and it was reported that there was no significant change in hearing benefit.